Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form contains an additional code - k210608; reported here as it exceeded character limit for designated field.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to product performance issue as the device reached the end of service (eos) status. It was indicated that the icm was no longer needed, no replacement was implanted. No adverse patient effects were reported.